Event description:
Guidant cardiac surgery received two extra heartstring seals where the devices did not unwind completely. No official report was provided by the account. The hospital confirmed that the seals were removed without damaging the anastomsis. No pt complications were reported.